Event description:
It was reported the patient was in the emergency room. There was no telemetry, after trying two programmers. The device appeared to be pacing. No patient complications have been reported as a result of this event, and the device's status is unknown.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model.